Event description:
It was reported that this right ventricular (rv) lead exhibited sudden out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted, and further in office review was recommended. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).